Manufacturer narrative:
The device was manufactured between 13mar2017 and 14mar2017. The device was received for evaluation. During visual inspection, the bladder was observed ruptured. Microscopic examination revealed no signs of abnormality on the ruptured bladder. The reported condition was verified. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor ruptured during filling with an unspecified amount of 5fu diluted with an unreported volume of saline. There was no patient involvement. No additional information is available.